Event description:
Subsequent to the initial medwatch report, a cine was received and analyzed by an abbott clinical specialist. The analysis notes that post stent deployment an irregularity was seen in the mid to proximal stent section; however, after post-dilatation of the stent, the irregularity was no longer evident. No additional information was provided.

Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer concluded that the images provided from this procedure show an irregularity in the deployed stent prior to post-dilatation. The presence of tortuosity and calcification may have contributed to the initial inconsistent diameter of the stent. Images were not provided of the attempts to remove the stent delivery system from the vessel. The resulting deployed stent within the vessel after completion of treatment looked good.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. It is indicated that the device delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for difficult to remove from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcification, 95% stenosis, de novo, mid right coronary artery (rca) the 3.5 x 23 mm xience prime stent was deployed; however, resistance was met when the stent delivery system (sds) was to be removed and it was stuck in the anatomy. The sds balloon was inflated/deflated several times and the device was able to be removed from the anatomy without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.